Manufacturer narrative:
(B)(4). Concomitant products: dil cath: medtronic invatec. Guide wire: terumo 0.035. Sheath: 6fr. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Per the instructions for use: using your thumb as a fulcrum on the handle, gently disengage the needles by pulling the plunger assembly back and completely remove the plunger and needles from the body of the device. And per the instructions for use: do not use the perclose proglide smc systems if the puncture site is located above the most inferior border of the inferior epigastric artery and/or above the inguinal ligament based upon bony landmarks, since such a puncture may result in a retroperitoneal hematoma.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a left superficial femoral artery chronic total occlusion stenting interventional procedure. Reportedly, resistance was felt during plunger removal. The physician pulled harder and observed that the rail suture did not present. The device was removed and the suture was stuck on the device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported complaint for this incident of rail suture did not present was confirmed; however, the reported complaint of resistance during plunger removal was not confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.